Event description:
Reportedly, when an attempt was made to deliver device defibrillator therapy to the patient, a connect electrodes prompt was observed and the defibrillator would not charge. The patient was not resuscitated. The reporter stated the discrepancy did not affect patient outcome due to use of the backup device.